Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings. On investigation, the alleged display issue was not duplicated. The pump powered up to the verify screen with no "ink spots" observed. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.